Event description:
A pt was experiencing headaches, dizziness and irritability with the use of osvii. The unit was explanted. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.